Manufacturer narrative:
The device in question was not returned for evaluation. Mmdg was unable to verify or investigate the complaint. It is being reported now based solely on the complaint as it was communicated to mmdg.this is a retrospective filing.

Event description:
The initial reporter stated: "over infused, bag ran dry before ordered time" during follow-up communication, mmdg clinical also learned that "while some actions were performed in the home care settings to resolve minor issues (i.e. Stabilization of blood sugar, etc.), no patient was required to visit the doctor or ER or otherwise receive an intervention necessary to prevent a serious injury or death." (B)(4).